Event description:
A malfunction on the pump was reported by the customer. There was no reported impact on the customer¿s blood glucose level. Technical support provided help to the customer on resetting the pump, and the customer was advised to continue using the pump and to reach out again if the malfunction code appeared. The customer acknowledged and understood the instructions.